Manufacturer narrative:
Date of event: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the bd vacutainer® sodium heparin (nh) 33 usp = 33 iu blood collection tubes had under filing. No serious injury medical intervention